Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed power on reset events after motor error alarms and replace battery alarm. The pump was returned with moisture behind the display lens and corrosion in the battery compartment. No damage was found to the battery compartment or returned battery cap. The returned battery cap fully attached to the pump and powered it on. The pump ran for 24 hours with no power interruptions. The pump cover was removed to find internal moisture on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display and in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.